Event description:
On 10/11/97, the account reported an erratic ck-mb result of 20.3 ng/ml, which was run on the axsym analyzer. The physician question the result and the sample was retested in the same sst tube on 10/13/97, giving results of 2.4/2.3 ng/ml. An amended report was issued. Treatment was not issued based upon the first reported result. No report of injury. Review of the message history log revealed probe crashes on 10/1/97 and 10/5/97 without probe crash recovery procedures performed. Controls run on 10/11/97 and 10/12/97 were within expected ranges.